Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.4, reference: 1.5, mean: 1.95, confidence limits: 1.3-2.7. Data analysis revealed both inratio and lab inr results reported by end user meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. It was revealed that the pt was recently treated for anemia, which may have contributed to customer's observation. Additional strip investigation is provided on page 3. As of 06/08/2010, three discrepant result complaints were reported for lot #226218 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results: see scanned table. The allowable difference between the inratio inrs and sysmex inrs was calculated. At least two out of three replicates for both samples of strip lot 226218 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.4, lab: 1.5.